Manufacturer narrative:
A medtronic representative went to the site to train the site staff on the proper use of the navigation equipment and software. Post training there have been no further issues reported.

Manufacturer narrative:
On 11/25/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 12/14/2015 software investigation completed. Findings are that this event was not a failure. Recommended additional training for the surgeon to include transverse processes in the registration. Software is functioning as designed. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, after using fluoro CT, the surgeon registered l2 and proceeded to navigate. The right side was accurate and the surgeon completed his work on l1 and l2. When the surgeon moved over to the left side, he alleged the navigation system was inaccurate being inferior by 3-4 millimeters. The surgeon uses midis rex with suretrak to navigate, and does not use navigated screws. The patient had correct positioning and the reference frame did not move. Noted was that during the registration process, when the red bounding boxes are selected, the surgeon did not include the transverse processes, just the vertebrae. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.